Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive and sticking. Additionally, it was reported that the pump touch screen was intermittently unresponsive and "dead spots" , the pump usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.